Event description:
Report received from the USA stating that there was a hole in the hose of the device. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the issue was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).